Event description:
It was reported that the patient experienced intense pain in their back. Additionally, the spinal cord stimulator (scs) system was not providing pain relief or stimulation. An infection was also mentioned. All device components were explanted. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7043404.